Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead was unable to be implanted and that the helix exhibited a break. The lead was not used and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported events were unable to implant and helix damage. As received, a complete lead was returned in one piece. The reported event of helix damage was confirmed. Visual examination of the lead found the helix was bent consistent with procedural damage. The cause of the reported event was isolated to procedural damage.